Event description:
Nurse reported that she set-up vancomycin as a secondary infusion at 167 ml/hr to go over 1 1/2 hours in channel b. After 20 minutes of infusing, the rn noted that approximately 200 ml of the 250 ml bag had infused. She tested the primary infusion and it appeared to be infusing correctly so she then changed the secondary tubing and it again infused too quickly. She then changed pumps and using the same tubing, the IV infused at the correct rate. There was no patient harm and medical intervention was not required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.